Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh was implanted on each of these days. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with posterior colporrhaphy and vaginal extraperitoneal colpopexy; due to rectocele and mesh erosion, hypermobile urethra with intrinsic sphincter deficiency and weakened rectovaginal fascia. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to urinary retention.